Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (07) (discrepancy between load 1 and load 2 too large) was confirmed in the archive data and during functional testing. The root cause of the reported complaint was a malfunctioning load cell due to failed components. A review of the archive data showed multiple user advisory (07) (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The failed load cell will need to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn: (B)(6) displayed user advisory (07) (discrepancy between load 1 and load 2 too large). A new lifeband was installed, and the platform's driveshaft was reset to its "home" position in an attempt to resolve the issue, but the problem persisted. The customer did not provide further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The autopulse platform in the complaint was returned to zoll on 28 october 2024 for evaluation. However, the investigation is still in progress. A follow-up report will be submitted when the investigation is completed.